Event description:
It was reported that the customer was hospitalized after her insulin pump stopped delivering insulin. The customer stated her blood glucose became elevated and would not come down and there may have been an occlusion as she received no delivery alarms on her insulin pump. The customer's blood glucose went over 600 mg/dl and she was treated at the hosp with an insulin drip. Possible causes: bg 600+ issue occurred almost a week ago, not certain of date, states it was after the 20th. (B)(4). Last bg 104. Regarding unreported malfunction, cross reference (B)(4). Cust states no other issues. Customer states there was an emergency room visit for their high bg's. Time and date of emergency room visit was: cust believes it was, (B)(6) 2014. Bg at time of emergency room visit was: 600+. Name of the hospital: (B)(6). Name of individual reporting the incident: customer - (B)(6). Phone number of the reporter or hosp: unk. Description of the complaint: high bg's. Significant events leading to the emergency room visit: received no delivery alerts. Pt was not in an accident. Cause of emergency room visit as per hcp: high bg's. Outcome of the emergency room visit: was on insulin drip, was there a day and a half. Customer was not wearing the pump at the time of the emergency room visit. Asked how long the customer was off the pump prior to emergency room visit. Found: uncertain, possibly over an hour. Declined t/s, hasn't had problems since then. Cust states that hcp advised that her bg may not come down for a whole day following a meal. Advised to contact hl with any add'l concerns. No further assistance requested.